Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID 977a260, serial# (B)(4), implanted: (B)(6) 2017, explanted: (B)(6) 2017, product type lead. Product ID 977a260, serial# (B)(4), implanted: (B)(6) 2017, explanted: (B)(6) 2017, product type lead.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturing representative (rep) regarding a patient with an implantable neurostimulator (ins) for non-malignant pain. It was reported that the patient¿s battery and leads were explanted due to their pocket still not healing. It was reported that they had a spot over the incision at the battery site that the nurse practitioner could penetrate with a q-tip and reach the battery. It was reported that the patient had a history of non-healing wounds, poor hygiene and they were a smoker. It was indicated that no troubleshooting was necessary as the device was surgically explanted. It was indicated that the device would not be returned as the customer discarded it. It was unknown if the issue was resolved at the time of the report. It was undecided at this time if they would be re-implanted at a later date. It was reported the event occurred on (B)(6) 2017. No further complications were reported/anticipated.

Manufacturer narrative:
Other applicable components are: product ID: 977a260, (B)(4), implanted: (B)(6)2017, explanted: (B)(6)2017, product type: lead, product ID: 977a260, (B)(4), implanted: (B)(6)2017, explanted: (B)(6)2017, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare provider (hcp) reporting that the spot over the incision site and the patient's pocket not healing had been resolved. The cause of these issues were not identified, but cultures were taken five days post explant and were negative. No further complications were reported/anticipated.